Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the touchscreen had half the screen displaying multiple colors and the other half blank. Customer stated that the pump was dropped and is not working. The pump is a demo and is not being used for personal use. There was no additional information provided.